Event description:
It was reported that during service and evaluation, it was determined that the nit menscl sut ndl w2-0 oc 5pk device was missing components. It was reported in the service order that prior to a meniscal repair surgery it was observed that the device was missing features. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative:

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes, however a photo was provided for evaluation. ¿ visual inspection of the returned photo found the device carton open without the sutures packing visible. No other anomalies could be observed. The manufacturer performed an investigation of the photo provided with the following results: as per the information and the image provided with the complaint, suture is missing in the folder without evidence of the suture folder¿s precedence before. No capas or nrs have been found related to the defect reported in this complaint. The investigation performed showed that the production controls implemented at the non-sterile level as well as the in-process controls guarantee detection of issues related to missing components. 100% of the product undergoes manufacturing controls for this kind of defect, and additionally every batch passes through quality inspection. Missing component defect could be caused during manufacturing but without further evidence, or the device, this cannot be confirmed. The overall complaint was confirmed as the observed condition of the nit menscl sut ndl w2-0 oc 5pk would have contributed to the complained device issue.¿ based on the investigation findings, a potential cause could not be established. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that prior to a meniscal repair surgical procedure it was observed that the nit menscl sut ndl w2-0 oc 5pk device suture was missing. Another like device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.